Manufacturer narrative:
Additional information was added: the lot was manufactured from august 28, 2018 - august 29, 2018. The actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed which revealed a leak from the spike port cap. The reported condition was verified. The exact cause of the condition could not be determined; however, could likely be due to inadequate or lack of cyclohexanone being applied during manufacturing. A batch review was conducted for the lot which identified punch material inside the nest of the machine during testing. Material was reworked to discard units from the affected cavity nest. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect of the bag was further described as leak from an unspecified location. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.